Event description:
Caller states the patient tested 5.3 inr on the coagucheck xs system and 4.0 inr on a comparison lab. Coumadin was held based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.